Manufacturer narrative:
A replacement power supply was sent to the customer. Multiple attempts were made to contact the customer to get add'l complaint info and to get the product back; however, all were unsuccessful and as of the date of this report, the power supply has not been received. Fire is indicative of at least one short in the dc cord. As the original product is not available for eval/analysis, no definitive conclusion regarding the root cause of the reported event can be made. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. CAPA (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any add'l f/u actions will be established as a result of the CAPA process.

Event description:
The customer reported to customer service that the power supply for her pump started on fire while in her classroom. No damage or injuries were incurred.